Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8731, serial# (B)(4), product type; catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that both the pump and catheter had been explanted.

Event description:
It was reported that the patient experienced increased baseline pain and a loss of therapy. The reporter was notified today and expected to do a pump replacement but when they got to the hospital it was a catheter revision. The patient had had a two week history of increased pain and at the last refill a volume discrepancy was present; the pump was full. The actual residual volume was greater than the expected residual volume. The device system was used to administer morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type - catheter. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2003, product type - catheter. Final analysis of the pump found no anomalies. Final analysis of the proximal catheter segment found it was acceptable through testing, but had been returned in segments. Final analysis of the distal catheter segment found it was acceptable through testing, but had been returned in segments. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.